Event description:
A triumph-1 port-a-cath placed in 2000, was determined to be malfunctioning. Flouroscopy showed it was no longer in central circulation and only 5 to 6 cm in length and retrieved in 2000. The remaining 10cm of catheter was found via "pa" chest film to be transected and residing in the right heart. Surgical retrieval done in 2000 in angio lab with entry in right femoral vein. Surgical implant of new port-a-cath done in 2000.